Manufacturer narrative:
Historically, analysis performed on dislodged leads has not identified any device defect that would have caused or contributed to the reported clinical event. Experience has shown that this issue is likely related to the patient's condition or the implant technique. The returned lead will not be analyzed, but archived should future testing be required. Dislodgement typically occurs closely following implant when an optimal tissue to lead interface is not achieved.

Manufacturer narrative:
To date, this explanted lead has been removed from service and not returned to boston scientific. The investigation is considered closed. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous left ventricular (lv) lead had become dislodged from the appropriate pacing site in the left ventricle a few days post implant. The physician had attempted to extend a whisper wire into the inner lumen of this lead so it was therefore discarded and a new lead was used. There were no reported adverse patient effects.